Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer's blood glucose at the time of the call was 442 mg/dl. The customer was treated for the high blood glucose with am insulin pen. The customer was informed that there could be many reasons for high blood glucose. Customer was assisted with rewinding the insulin pump and reinserting the reservoir into pump to run a manual prime. The customer's pump passed all test functions. The customer had to leave trouble shooting for a dentist appointment but was advised to call back if they had any further issues. No further information was provided.